Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information - image analysis: two sets of images were provided. The first from 18th august where the stent deployment and balloon burst difficulties were confirmed. The stent only partially expanded in a dog-boned fashion. There was contrast filling in the vessel distal to the site of stent deployment, indicating that there was a burst or a leak in the balloon or catheter. Post removal of the delivery catheter attempts were made to remove the partially deployed stent, but due to the flaring of the proximal end of the stent it as not possible for the stent to be withdrawn back into the guide catheter. A replacement balloon was delivered inside the partially deployed stent and the stent was re-positioned in the mid vessel lesion. The stent was deployed. Fluoroscopic imaging confirmed that the stent may not have been optimally deployed. Another post deployment balloon was delivered inside the stent 2 days post the initial procedure (second set of images) and the stent was further secured in the mid vessel. The difficulties delivering the stent through the guide catheter was not seen on the images. The proximal rca was visually irregular suggesting calcification in the proximal rca. It appears most likely that the balloon of the stent delivery system was damaged during delivery and this damage then allowed the balloon to be expanded to 11atm before the pressure suddenly dropping as a result of a balloon burst. The occurrence of the damage cannot be confirmed from the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated was a slightly calcified, very tortuous lesion in the right coronary artery. The patient presented with acute thrombotic occlusion and was also noted to have a shepherd's crook. The lesion was pre-dilated to an almost 1:1 ratio. The device did not cross a previously deployed stent. Resistance was noted when advancing the device towards the lesion but excessive force was not used. It was noted that when the device was advanced towards the lesion, that there were several back and forth movements in the medtronic guide catheter, very poor support was noted despite the use of a guide catheter and non medtronic guide extension catheter. It was believed that the pressure did reach 11 atm for a split second but then the pressure dropped. It was stated that the balloon burst well before nominal pressure was reached on the first inflation. The balloon did not build up pressure. The device was not moved or repositioned in the lesion while inflated. When the stent was in the right place finally, there was a risk when removing the balloon as the balloon was probably badly deflated and would not have deployed the stent at all. It was confirmed that the stent moved back a little from the initial location but remained in an acceptable position and was fully deployed. Another non medtronic 2.0mm semi-compliant balloon had to be mounted on the guide and inflated to 26 atm to correctly deploy the stent. The same inflator was successfully used with the pre-dilation and post-dilation balloons. There were no issues noted with the medtronic guide catheter used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a 6f medtronic launcher guide catheter was used during the procedure. It was later confirmed that it was a balloon burst which occurred. Not enough time was given for the balloon to deflate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a lesion. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that a balloon leak occurred during balloon inflation. It was intended to inflate the balloon to 11 atm during the intervention; however, the balloon could not be inflated to more than 6 atm because there was a leak. It was also reported that there was difficulty removing the balloon as it was stuck in the 6 atm position. Another device had to be mounted on the guide to correctly deploy the stent. The stent was finally placed but with difficulty and, there was a risk of deploying the stent in the wrong place. The patient is alive with no further injury.